Event description:
A `semi-tubular' plate, implanted for a fracture and dislocation of the left humerus, broke post-operative. Patient experienced pain while in a sling. X-ray taken found the plate to be broken. Broken hardware was removed.